Event description:
It was reported that a patient presented to clinic for follow up, there were atrial lead noise reversion episodes and auto-mode switch (ams) episodes recorded by the device. The atrial lead was determined exhibiting noise over sensing which had led to pacing inhibition. As a result, the ams recording was reprogrammed to atrial tachycardia/ atrial fibrillation (at/af) to reduce the intracardiac electrogram storage. The patient was stable throughout.